Event description:
Explant of broken precise sd distal radius plate from pt with comminuted distal radial and distal ulna fracture. Plate had been implanted 5 months when pt presented with plate broken.

Manufacturer narrative:
Evaluation of surgeon's report indicated that pt fell on the injured wrist, fracturing the plate 5 months after implant. Evaluation of post-op images revealed pt had poor quality bone and that the communited distal ulna fracture had not been fixed. Dimensional evaluation of explanted device showed device critical dimensions were within specification. Device history records showed no anomalies.